Event description:
It was reported by the customer that during use of the bd insulin syringes with bd ultra-fine¿ needle plunger will not press all the way down and needle will not draw insulin. The following information was provided by the initial reporter: material no. 324909. It was reported by the consumer that plunger will not press all the way down and needle will not draw insulin. Consumer reported plunger will not press all the way down when forced needle will not draw insulin. Catalog#: 324909. Samples status: discard.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.